Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The getinge service territory manager (stm) that discovered the issue replaced the power cord, pm finished without issue after repair. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) ground testing failed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.